Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this atrial lead pacing impedances have measured less than 200 ohms. Additionally, noise was observed on the atrial channel, which resulted in oversensing. The patient has a referral to see an electrophysiologist and no further information is known at this time. No adverse patient effects were reported.